Event description:
During manufacturer review of a patient's vns programming history, it was observed that systems diagnostic data does confirm that a lead test was interrupted on (B)(6) 2008, which inadvertently changed the patient's settings to lead test parameters and no interrogation followed in this visit. It was not until (B)(6) 2008 that the settings in question were found and corrected.

Manufacturer narrative:
Analysis of programming history.